Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Functionality testing as well as device eval confirmed that the (run/stop), (ok), (.), #0, #1, #2, #3, #4, #5, #6, #7, #8, and #9 keys were inoperable, caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (run/stop) key will occur following the selected key's function. The keypad was replaced.

Event description:
It was reported that a spectrum pump has a keypad problem. It was also reported there was no pt injury.